Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an electrode. The customer reports after using the product he developed contact dermatitis. The customer reports that he required prescription medication (generic name: mometasone brand name: elocon) for the treatment of the dermatitis.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion the results will be forwarded.